Manufacturer narrative:
PMA/510(k)- k033913. The actual sample was received for evaluation. Visual inspection revealed that it had been fractured at approximately 23 mm, 31 mm, 61 mm, and 69 mm from the distal end and separated in five portions. The four fragments from the distal have been referenced as fragment a, fragment b, fragment c, and fragment d. The length of each portion was confirmed approx. 23 mm, 8 mm, 30 mm, and 8 mm respectively. The total length of the five portions was approximately 1500 mm (the aggregated length of four fragments was approximately 69 mm and the main body was approximately 1431mm). Compared to a factory-retained sample from the same product code, which length was approximately 1500mm, it was conceivable that there was no deficient portion in the actual sample. Magnifying inspection of the lateral side of fragment a-d found that the outer layer had been tapered, fracture end had been crushed, and the stainless reinforcement was exposed and elongated. This was observed in all of them. Electron microscopic inspection of the lateral side of fragment a-d found no flaw or no other anomaly on the surface that could lead to the said deformity and damage. The outer and inner diameter were measured on the undamaged area and confirmed to meet the factory's control criteria. It was considered that there was no fragment left behind in the patient. Reproductive testing was performed, and a catheter sample of the same product code was inserted in a diagnostic catheter with a two-way stopcock, and then the two-way stopcock was turned 90 degrees. As a result, the catheter tube and the stainless-steel reinforcement were cut at two points and the cut end had been crushed. The fragment was 6 mm in length. A catheter sample of the same product code was inserted in a diagnostic catheter with a two-way stopcock, and then the two-way stopcock was turned 45 degrees, in addition, pulling force was applied to the catheter. As a result, the catheter tube was fractured at two points, and the fracture end had been crushed and tapered. The stainless reinforcement had been elongated. The fragment was 8 mm in length. The state of the damage was similar to that observed in the actual sample. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: if the guiding catheter is fitted with a stopcock, do not close the stopcock with the catheter inside the guiding catheter. The catheter may be broken. If any resistance is felt, do not remove the micro catheter system by force. Withdraw the catheter carefully together with the guiding catheter. Removing the catheter by force may result in the catheter breakage/separation, which may necessitate retrieval. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that while the actual sample was located inside a device with two-way stopcock, the two-way stopcock was manipulated, and then the actual sample in that state was pulled. Due to this, an excessive pulling load was applied to the actual sample in the state of being caught in the device, which resulted in the fracture. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
This complaint has been deemed reportable after visual inspection of the actual sample upon receipt. The user facility reported that the involved progreat was used during the procedure. The doctor felt resistance after advancing the progreat for few centimeters, and decided to remove it from the stopcock. Upon inspection, he found out that the progreat catheter's tip was kinked. A new progreat mc-pc2015 was used to complete the procedure. The patient was not harmed. The procedure was completed successfully.